Event description:
It was initially reported that the patient experienced decreased therapeutic benefit or presented visible signs/symptoms of decreased therapeutic benefit. It was later reported that per the healthcare provider the cause of the event was device related in regards to a micro leak. The catheter was replaced on 08/30/2011. Drug delivered via the device was lioresal.

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: 2011 (B)(6). (B)(4).